Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the numbers on the display began to scroll when the customer was attempting a bolus. The customer took out the battery, received a button error alarm, cleared the alarm and delivered a bolus. When the customer went to input the blood glucose again, the numbers scrolled again. The blood glucose reading was 482 mg/d. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.